Event description:
Related to MFR report #2183959-2012-00139. The pt was implanted with an ams monarc sling, date of implant not provided. It was reported that this caused the pt, "severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also indicated that the pt had add'l surgeries and hospitalizations, infections and severe pain.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.